Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was installed in the test system and it failed normal mode as it triggered error 319 pointing to rolling loop assembly. The rolling loop assembly was replaced as a fix. The unit passed direction tests, carriage switches, lissajous, fiber test, cva characterization, brake release, brake hold, sine cycle, carriage strength test, back drive, friction test speed very slow, low and high, carriage sensors check, carriage friction test high/low and advanced brake test.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer received recoverable errors 32097, 307, and 40084 pointing to the axes controller, carriage (acc) node on universal surgical manipulator (usm) 2. The technical support engineer (tse) recommended that the customer attempt to power cycle the system and the customer reportedly power cycled the system but it powered up with error 319. The tse explained error 319 was a communication error internal to arm 2. The customer reportedly disabled usm 2 and the error was no longer present. The tse explained with usm 2 disabled, the customer would have no power to the usm until a follow on power cycle. It was reported that the surgeon elected to move forward with the procedure using usms 1,3, and 4. The customer called technical support back wanting to know it the faulting arm could be removed to allow them to use the system. The tse explained that a usm or arm could not physically be removed from the patient side cart (psc). The tse informed the customer that the deactivated arm could be draped and pushed back and normally it would not be in the way. The tse also informed the customer that they could not guarantee that the deactivated arm would not affect the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically, and no injury occurred to the patient.